Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user was unable to secure the connect adaptor and could not attach the connector to the device, despite swapping connectors and insulin cartridges, and later recognizing they had multiple sizes of fiasp prefilled cartridges that did not fit or function with the device and adaptors; a replacement ilet was arranged and the user was advised to verify the correct cartridge type. Symptoms included no reported changes in blood glucose. Outcomes included no alerts or alarms, no injury, and reliance on an alternative insulin therapy until replacement. Investigation included troubleshooting with component swaps and education on correct cartridge compatibility. Investigation of the returned device revealed a connection and compatibility issue involving the connector and prefilled cartridge interface, consistent with an inability to attach the connector and use of mismatched cartridge sizes.